Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure-1471" , "internal comm failure - 1475" , "internal comm failure -1173" , "internal comm fault - 3470" and powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.